Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that she was in the swimming pool with the insulin pump and received a sudden vibration followed by a blank display. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and it was agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error open book due to moisture damage on the electronic assembly, moisture damage was also found on the motor, battery tube, vibrator and keypad flex tail. Unable to perform the functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error open book. No sudden vibration followed blank display during our testing. The insulin pump had scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked case behind the pump near the battery compartment, cracked battery tube threads and minor scratched lcd window.